Event description:
Philips received a complaint by the customer on the v60 indicating that the monitor screen comes on but doesn't work when you touch it. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. No fault found with the touchscreen. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was not confirmed unit did not meet product specifications. No fault found.